Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose reading was 255mg/dl the night before, and she gave herself 2.0 units to bring down her high glucose level. The caller stated while she was sleeping her blood glucose dropped to 17mg/dl, but the sensor was reading 88mg/dl, and the paramedics were called. The customer stated that she uses another manufacturer sensor at the time. Troubleshooting was declined as customer is felling well. No further information was provided.